Manufacturer narrative:
Insulin pump received with no button response due to moisture keypad traces. Insulin pump received with cracked reservoir tube lip and cracked case near display window corners noted. (B)(4).

Event description:
Customer reported via phone call that the act button was not responsive. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.